Event description:
It was reported that patient experienced discomfort at the ipg site. Surgical intervention was undertaken and the ipg was repositioned and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.